Event description:
It was reported that there were high thresholds on the chronically implanted 5092 lead. During an upgrade procedure, the lead was capped and replaced with 5076 lead after a different 5092 lead kept dislodging. During the same procedure, two different lv leads were attempted but not implanted due to patient anatomy and/or lead length being too short. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Full lead returned and analyzed. Distal conductor blood/body fluid (not obstructed), blood/body fluid outer tubing overlay, blood in/on helix /lobe mechanism.